Manufacturer narrative:
D1 brand name was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative:an 86-year-old male with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical state consistent with scai shock stage e, presented to the emergency department on (B)(6) 2026 following cardiac arrest with return of spontaneous circulation. The care team elected to proceed to the cardiac catheterization laboratory for a left heart catheterization with planned impella cp support. Percutaneous access was obtained in the right femoral artery, and a 14 fr x 13 cm peel away sheath was inserted. During access, the patient experienced recurrent cardiac arrest. Multiple rounds of advanced cardiac life support were performed without sustained recovery, and the patient¿s family elected to withdraw care. As a result, the impella cp device was not opened or implanted due to the ongoing arrest and resuscitation efforts. The patient expired. There were no allegations of device malfunction or performance issues. The death is conservatively being reported to the impella cp but is unlikely related because it was not inserted, having an active arrest is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.